Event description:
Customer reports to have erratic readings completed within 10 minutes (500, 278 & 88 mg/dl). Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.